Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® edta 2k had molding defects described as a "shield side burr". No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for damaged shield with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and damaged shield was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for damaged shield with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and damaged shield was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that bd vacutainer® edta 2k had molding defects described as a "shield side burr". No serious injury or medical intervention was reported.